Event description:
Additional information received indicated there are no allegation that the death was product related. The physician believes the death may have been due to the patient's anatomy, where the movement of the device may have led to the perforation. Additional information noted the patient was also bleeding, which may have been due to another underlying disease the patient had.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, it was reported that a perforation of the right ventricle occurred due to difficult maneuvering of the delivery catheter. A pericardiocentesis was performed, however, the patient was noted to suffer from hypotension, arrythmia, and tamponade. Cardiopulmonary resuscitation was applied and the patient was transferred to a nearby hospital with cardiac surgery capabilities where an emergency thoracotomy was performed. The patient never stabilized and subsequently passed away.